Event description:
It was reported to philips that the system gave a remote alert indicating the geometry movements were not available, preventing c-arm's rotation. No harm to the patient or user was reported. Philips has started an investigation of this complaint.